Event description:
The duett sealing device was deployed following a left heart cath procedure via a 6 fr sheath in the right common femoral artery. The deployment was noted to be uneventful; however, it was suspected that proper balloon tension was not held during deployment. Symptoms of an arterial occlusion included pain and loss of color in the right leg. Treatment consisted of surgical intervention and anticoagulation medication. The event was resolved and no further complications were reported.